Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. The device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The reported complaint unconfirmed. Root cause analysis cannot be completed at the moment. Device identifier # (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a3059 mayfield composite series skull clamp popped open and the pins came out during an awake craniotomy procedure. When the patient woke up, he moved and a popping sound was heard, wherein the skull clamp popped open and the pins came out. Additional information was received on 09may2019 in a form of a medwatch report (B)(4) with the following information: the patient¿s head was placed in the mayfield with pins following intubation in (B)(6) 2019. During the surgery, the patient¿s anesthesia was changed from laryngeal mask airway (lma) to monitored anesthesia care (mac) for an awake craniotomy. Upon waking up the patient, the patient moved and the mayfield came apart. There was no injury to the patient. The mayfield was removed from the field and the head was placed on a horseshoe rest.